Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 8ch infinity dbs flex extn kit, 50cm, b, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 10859726.

Event description:
It was reported that patient experienced an infection at the ipg site and a cut lead extension. As a result, surgical intervention was undertaken wherein the ipg and lead extensions were explanted on (B)(6) 2025 to address the issue. It is unknown which lead extension was cut.